Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) that four mr290 vented autofeed humidification chambers were found leaking prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chambers were not returned to fph for further investigation. Our analysis is accordingly based on the event description, information provided by the healthcare facility, and results of previous investigation on similar complaints. Results: information provided by the healthcare facility revealed that the chamber domes were cracked near the base. A lot check was not performed as lot information was not provided. Conclusion: without the complaint chambers, we were unable to determine the root cause of the reported fault. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).